Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while the paramedic was tightening the turn key the tourniquet snapped.

Event description:
It was reported that while the paramedic was tightening the turn key the tourniquet snapped.

Manufacturer narrative:
Qn#(B)(4). A review of the release documentation showed the reported lot passed all acceptance criteria. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.